Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
On 2012-(B)(6), information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration) at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. On 2012-(B)(6), the patient was implanted with a intrathecal synchromed ii pump. Immediately after implant, the pump was unable to urinate. The hcp changed the medication from morphine to dilaudid (hydromorphone) 2 mg/ml at a dose of 0.012 mg/day (minimum rate). The patient was still unable to urinate. The hcp then added fentanyl 200 gml at a dose of "1.2" to the dilaudid. The patient was still unable to urinate. The hcp then planned on changing the solution to fentanyl only (25 gml at a dose of "1.2"). On 2013-(B)(6), additional information was received. The hcp was planning on performing a "remove system contents" procedure on this date. On 2013-(B)(6), additional information was received that reported the patient recovered without sequelae on an unknown date. The event did not require patient hospitalization or surgical intervention. The event was attributed to "post operative side effects" and was caused by the pump implant.